Event description:
The 45 endo stapler was fired twice with a 45 vascular reload without complications. When trying to fire a third 45 vascular reload, the device would close/clamp down on tissue, but the battery did not power and the stapler did not fire.